Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 shuts off too easily, and does not fully reset. No other info could be obtained.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).